Event description:
It was reported that with the device fluid was noted to be dripping from normal chamber as well as in the plastic component. It was noted to be hitting the bone. When opening pressure obtain, csf collection it was noted to have csf dripping from internal plastic component of the needle where collection occurs normally. This was happening only at end of needle. There was patient involvement, and no patient harm reported

Manufacturer narrative:
No device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process.